Event description:
It was reported the patient had an MRI on 2013-(B)(6) to check for an inflammatory mass. The inflammatory mass was 6 millimeters in diameter. It was noted the health care provider was ¿maybe thinking about putting pain medication in there¿ and liked to check all new patient¿s for inflammatory masses. The device system had been used to deliver baclofen and at minimum rate for the past three years. It was later reported per the MRI of the thoracic spine, at the t10 level there was a small focal area of abnormal diminished signal intensity that measured approximately 6 mm in diameter which was consistent with a catheter tip granuloma. It was noted ¿clinical correlation¿ was required.

Manufacturer narrative:
Product ID 8711, serial# unknown, product type catheter. (B)(4).